Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 367 mg/dl, associated with nausea, while using an ilet system with a teflon infusion set; the user performed a ketone test that was negative, confirmed no occlusions or alerts, confirmed no bent cannula, and completed a full supply change with assistance without incident. Symptoms included nausea. Outcomes included no reported hospitalization and continuation of therapy after supply replacement. Investigation included guided troubleshooting and a complete infusion set and supply change. Investigation of this case revealed no confirmed device malfunction or occlusion, and the event remained cause unclear after replacement of consumables. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.